Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 319, 280, 219 and 196 mg/dl. The customer's expected fasting blood glucose test result range is 110 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 170 and 168mg/dl. The test strip lot manufacturer's expiration date is 07/22/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer states has not changed anything in the daily activities such as diet, exercise, or medications. Customer states the doctor instructed to test 2 hours after any meal once a day, every day. Customer states all tests in meter memory are performed either before having breakfast or 2 hours after eating. Customer had eaten an hour before performing the back to back blood tests.

Manufacturer narrative:
(B)(4). Customer returned the product on 10/27/2016; qc lab received it on 10/31/2016; qc lab evaluation completed on 11/1/2016. Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 319, 280, 219 and 196 mg/dl. The customer's expected fasting blood glucose test result range is 110 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 170 and 168mg/dl. The test strip lot manufacturer's expiration date is 07/22/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(4). Customer states has not changed anything in the daily activities such as diet, exercise, or medications. Customer states the doctor instructed to test 2 hours after any meal once a day, every day. Customer states all tests in meter memory are performed either before having breakfast or 2 hours after eating. Customer had eaten an hour before performing the back to back blood tests.